Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Thv/tvt registry . UDI number: (B)(4). The device was not returned for evaluation; however, there was no allegation or indication of an edwards device malfunction. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to these adverse events. Investigation results suggest/indicate the event appears to be related to patient factors (known low coronary height) and procedural factors (device manipulation) likely contributed to the removal difficulties encountered during the attempt to remove the coronary stent and subsequent deployment of the stent in the proximal left anterior descending artery. Investigation results suggest/indicate procedural factors (pressure from the implanted valve on cardiac structures) likely contributed to the post procedure conduction disorder and subsequent ppm implant. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Prior to a transfemoral aortic valve-in-valve (viv) procedure (sapien 3 in a failing surgical valve), the patient was noted to have known low coronary height. The left main was protected with a stent. A 20mm sapien 3 valve was deployed in the surgical valve without issue. No aortic regurgitation or paravalvular leak (pvl) was observed post valve deployment. During the attempt to remove the wire in the coronary ostium, significant resistance was encountered. The stent and wire appeared to be trapped following the deployment of the valve prosthesis. Consequently, the stent was deployed in the proximal left anterior descending artery to prevent further trauma resulting from attempting to remove the stent and wire. Following the 2deployment of the stent, the wire was easily removed. The patient was transferred to recovery in stable condition. No further complications from the viv procedure were reported. Post procedure, while in recovery, the patient¿s native rhythm did not return to a satisfactory rhythm. A permanent pacemaker (ppm) was implanted (no date of the ppm implant was provided). The patient was discharged to home in stable condition on postoperative day (pod) 2.